Event description:
Description of event or problem: this serious spontaneous device report was received from a nurse on behalf of a physician and hospital medical records in the united states. A pt, a (B)(6) male experienced right knee septic arthritis due to (B)(6), after he received his first intra-articular euflexxa (1% sodium hyaluronate) injection to both knees due to osteoarthritis. On (B)(6) 2013, the pt received the first intra-articular euflexxa injection (lot number g15552a, expiration date april 2014; bd, gauge 22, one and one-half inch needle) to both knees due to osteoarthritis. On (B)(6) 2013, the pt presented to an emergency dept (ed) with worsening pain and swelling in the right knee. Physical examination revealed a right knee that was warm, non-erythematous and with a large effusion. The pt experienced pain with any attempts at range of motion. Any fever, chills, night sweats and/or trauma to the knees were denied. Neurovascular status was intact in both lower extremities. Pertinent lab values included a white count of 15 and sedimentation rate of 65. X-rays showed degenerative joint disease with effusion. Aspiration was performed and revealed a white count of 62,000. Culture revealed light growth (B)(6). An orthopedic consultation was obtained and the pt was hospitalized due to a right knee septic arthritis due to (B)(6). The pt underwent arthroscopic irrigation and debridement of the right knee and was discharged home (date unk) on ceftriaxone. He reportedly did well for several days and had no problem administering his antibiotic at home. Subsequently, the pt experienced increasing right knee pain. On (B)(6) 2013, a repeat tap revealed fluid with a white blood cell count of 58,750 and negative culture. On (B)(6) 2013, the pt was re-hospitalized for repeat irrigation and debridement. On admission, the was afebrile with a temperature of 98.5 degrees fahrenheit, pulse 74, and respiratory rate 18. White blood count was 8900 and creatine was 0.9. The PICC line was without evidence of phlebitis. Physical examination of the right knee revealed some fluid and mild tenderness, but no increased erythema or warmth. Treatment was with vancomycin which was subsequently changed to cefazolin two grams every eight hours. Event outcome was unk. Medical history was provided and included previous post-operative (B)(6) infection to his back and no known drug allergies. Concomitant medications were provided. Further info has been requested. If new significant info is received, a f/u report will be submitted. Company comments: although pt has had previous history of staph infection following a procedure, the temporal proximity to and plausibility of the event with the euflexxa injection indicate a possible causality.